Event description:
After draping patient, connected covidien ligasure blunt tip laparoscopic sealer divider handpiece to ligasure machine and set it to three bars on window ligasure 1. When attempted to use instrument inside the patient on a tissue, machine read invalid instrument. Removed instrument/device on the tissue and tried to open and close tip of device; also tried to use it without tissue. Machine still read invalid instrument. Another device obtained and procedure continued. No patient harm.